Event description:
Customer reported that the t: slim x2 pump battery was not charging. This issue did not adversely impact the customer¿s blood glucose level. After verifying the use of original tandem charging supplies and attempting to charge the pump for at least 30 minutes, the pump began charging, and no further assistance was required.